Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The clinical record shows a single instance where the AED plus delivered a shock-advised decision. Per the related complaint, the device was used on a patient reported to have a detectable pulse. This falls outside the AED plus's intended use. According to the contraindications for use, the AED plus operator's guide states, "do not use when a patient is conscious; is breathing; or has a detectable pulse or other signs of circulation." No trend is associated with reports of this type.